Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (greater than 600 mg/dl); cause was unknown. Customer administered manual injections to address elevated blood glucose.